Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose was 44 mg/dl. The customer also reported inaccurate readings with their sensor. It was also found the customer's sensor did not alert them of a low blood glucose event. The customer's blood glucose was 57 mg/dl at the time of the call. The customer did not treat for their blood glucose. It was also found the insulin pump went into threshold suspend at the time of the call. Customer was advised to monitor their sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.